Event description:
It was reported that non-sustained lead noise episodes were recorded. Stored egm showed these episodes were due to oversensing on the rv lead. R wave amplitude decreased and capture threshold increased were observed. The lead was successfully repositioned due to dislodgement. The patients condition is stable.

Manufacturer narrative:
No medwatch form was received.